Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reducer seal fell off onto the field. As the surgeon was pulling the instrument out of the trocar the seal came lose, popped of the trocar and right into the surgical field. The current patient status is fine. This did not result in any tissue damage or patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, reducer seal fell off onto the field. As the surgeon was pulling the instrument out of the trocar the seal came lose, popped of the trocar and right into the surgical field. The current patient status is fine. This did not result in any tissue damage or patient injury.